Manufacturer narrative:
Correction: adverse event or product problem for "is product problem" should have been checked in the initial report sent to the FDA because it was reported that the suspect medical device had deflated. In addition, outcomes attributed to adverse event for "is required intervention" was mistakenly checked in the initial report submitted to the FDA. No intervention was reported to mentor about this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses that bilaterally deflated after implantation. The patient reported implant volume loss in both breasts. In addition, the patient reported that she is feeling a burning sensation in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.